Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted with the device on (B)(6) 2014. The patient complained of pelvic pain in 2019 and mainly pain in the left groin. Multiple infiltrations did not improve it and finally there was complete removal of the bandage on (B)(6) 2020.